Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected low battery or off no power alarms noted. Unit passed self-test, displacement, rewind and basic occlusion and excessive no delivery alarm tests. Unit was unable to prime during prime test, due to faulty force sensor. Unit had cracked display window corners, scratched display window, broken reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. No unexpected off no power or moisture damage on keypad traces noted.

Event description:
It was reported that the customer had unexplained high blood glucose and was hospitalized. Customer's blood glucose reading at the time of hospitalization was unknown. Nothing further was reported.